Event description:
Abbott diabetes care received a medwatch report which reported the following information pertaining to an abbott diabetes care (adc) device: " medtronic new instinct sensor made by abbott not able to pair with mobile app or insulin pump. Called medtronic to be on hold for hours. Have yet to speak with technical support from medtronic. Local representative was unable to resolve problem. Type I diabetic since 3 1/2 years old. Extremely dependent on cmg sensor! Was using guardian 4 sensor. Medtronic was really advocating this new instinct sensor! Could not get sensor to scan with app. Manager phone supplied by medtronic. Since sensor did not scan it did not work! Unable to reach anyone at medtronic to help resolve issue. Extremely nerve wracking for me as I depend on the cgm to monitor glucose constantly and especially overnight when sleeping. I am extremely disappointed that I changed to this sensor! Medtronic has the worst technical support line. No one ever answers - just recording that says, "we are experiencing a high volume of calls." No contact information was provided to adc; therefore, adc is unable to attempt any follow up activities related to this event. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. No further investigation will be performed or follow-up submission for this case as there is no alleged device related issue. All pertinent information available to abbott diabetes care has been submitted.